Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced cardiopulmonary arrest (¿coded) while undergoing continuous venovenous hemodiafiltration(cvvhd) with a prismaflex hf1000 set; and a blood leak subsequently was observed. While receiving cvvhd therapy via a prismaflex machine, the patient "coded' and the nurse reported that the return line had disconnected from the patient, yet the machine was still running. The volume of blood that leaked was not reported; however, the patient did require a blood transfusion. No additional information is available.

Manufacturer narrative:
Additional information added to h6 and h10 h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.